Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was having a lot of alarms. The insulin pump kept resetting. The alarm history was checked and a power error detected alarm was found. The customer's blood glucose level was 11.9 mmol/l. They were advised to revert to a back up plan. The device will be returned for analysis.